Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Event description:
It was reported to vyaire medical that the revel ventilator had erroneous exhalation on tidal volume and knocking noise during opeartion. The issue occurred during patient-use and the customer confirmed that there was no patient harm associated with the reported event. The patient was unaffected but it was difficult to monitor the exhaled tidal volumes since they were unsure of accuracy.